Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the loosen door hasp. A field service engineer remounted the loosen remote manager door hasp in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system latch for refrigerator had been misaligned. The user mentioned that the medication was obtained from another station. The user mentioned that due to the malfunction there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.